Event description:
A surgeon reported a system message indicating secondary energy was too low was displayed during a photo refractive keratectomy procedure performed using the "no touch" method. The laser stopped working at 20% of the diopter correction phase of the procedure. The surgery was not completed and the patient's eye was covered with a contact lens. The diopter of the eye was increased 0.5d and the surgeon indicated another surgery would be performed in the future.

Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).